Event description:
Hill-rom received a report from the account stating the power lead was damaged. The nurse plugged the lead into the wall and then touched the bared metal connector causing the shock. The nurse got an electric shock. The lift was located in cardiac intensive care unit. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The power lead was damaged. The nurse plugged it into the wall and then touched the bared metal connector causing a shock. It is unk if the facility performs preventative maintenance on their lifts. The tech replaced the cord to resolve the issued. Based on this info, no more actions required.